Manufacturer narrative:
Voluntary medwatch MDR report #: mw5151260.

Event description:
Voluntary medwatch form received notes that a patient's right ventricular (rv) lead started to fall in pace and sense portion. The physician elected to cap the rv lead. No additional adverse patient effects were reported.